Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg took a long time to recharge and would no hold charge for long. Troubleshooting was attempted to no avail. An error message displayed 'stimulation off'. In turn patient did not charge the ipg (for approximately 3 weeks). As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Reportedly, therapy was restored postoperatively.